Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had pacemaker mediated tachycardia (pmt) episodes stored that appeared atrial driven. Additionally, there were ventricular episodes stored. Upon review, it was found that the patient's ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two 41 joule shocks that successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.